Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) instrument broke just behind the tip cover accessory and a fragment fell inside the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although a port site incision was increased to retrieve the instrument, there is no indication that the additional intervention resulted with permanent impairment of a body function or permanent damage to a body structure.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors(mcs) instrument broke just behind the tip cover accessory and a fragment fell inside the patient. It was confirmed that the fragment was retrieved in the same procedure. The surgeon increased the port site incision in order to remove the instrument. It was confirmed that the fragment was retrieved during he same procedure with no further issues. On 2/07/2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a low anterior resection (lar) on (B)(6) 2020, two hours into the procedure, while the surgeon was ¿dissecting the rectum¿, the mcs instrument broke just behind the tip cover accessory and a fragment fell inside the patient. The arm had a yellow light displayed. The site tried removing the instrument; however, due to the location of the breakage, the instrument could not be removed. As a result, the surgeon decided to increase the port site incision in order to remove the cannula and the instrument. Once the mcs instrument was removed, the broken mcs instrument was inspected it was identified a fragment was missing. It was confirmed that the fragment was removed through the assist port with an unspecified instrument. The following were confirmed: there is no change in reprocessing, the instrument did not collide with other instrument, nor come in contact with any impediments. There is a video recording of the procedure; however, it was reported that isi will not receive a copy for review. The procedure was completed with no further issues. The patient is reported to be recovering well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported. B1 updated from "adverse event" to "adverse event and product problem." B2 updated from null to "required intervention." H1 updated from "malfunction" to "serious injury."

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
61 - additional information can be found in the following sections: a4, d10, g4, g7, h2, h3, h6, and h10. The instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken tube extension at the proximal end. One of the broken pieces was not returned, measuring roughly .307 x .478¿ in size. The other broken piece that was returned, measured roughly .317¿ x .575¿ in size. The instrument was found to have the main tube broken. A piece measuring approximately .057¿ x .080¿ was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The instrument was found to have a bent banana plug at the back end of the housing. This failure is most commonly caused by user mishandling. Based on the additional information obtained from failure analysis investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The broken instrument is secondary to misuse/mishandling. If additional information becomes available, the complaint will be re-evaluated.